Event description:
The 21 cm of fiber/sheath detached from an 80 cm sheath and was retain in the pt's leg. Dose or amount: 80 cm kit. Dates of use: (B)(6)2010. Diagnosis or reason for use: evlt procedure 454.8.